Manufacturer narrative:
Per follow-up information, lens haptic was torn and detached when inserting into patient's left eye (os) and lens was successfully replaced with pcb00 intraocular lens (iol) 21.5 serial number 4579401801. It was noted that there was no surgical intervention required as no suture and no vitrectomy performed. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens removed/replaced. The intraocular lens (iol)was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that an intraocular lens (iol) was torn and broken and had been partially delivered into the patient's eye. The lens was removed from the eye and an incision enlargement was required. There were no patient complications reported. No additional information provided.